Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that oversensing was observed due dislodgement on the right ventricular lead. During lead reposition, the helix failed to be deployed. The lead was explanted and replaced. Patient was in stable condition during and after the procedure.